Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission. 12/2/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: during investigation, the battery compartment was found to be cracked above and below the grip pad. Unrelated to the original complaint, the cartridge compartment was found to be cracked above the grip pad. The bolus button was found to be punctured but still responsive to user presses. The up button was under responsive but all the other buttons were responsive. The keypad cover was removed and there was contamination observed under all the contacts. Additionally, when the pump powered on, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the pump near the battery compartment and that the cap will not secure appropriately on the pump without traces of the yellow o-ring showing. The reporter denied any power loss and stated that the patient accidentally dropped the pump when changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.